Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance, where many episodes showed noise. The unipolar impedance was higher than the bipolar impedance which was a low measurement. The rv lead was scheduled replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).